Manufacturer narrative:
The ICD first underwent a status interrogation. The device status was mol 2, 119 charge processes had been documented. The memory content of the ICD was checked; the available iegms showed interference in the ventricular channel, which led to the high number of charge processes. The signal sensing of the ICD was then tested and proved to be free of noise. The ICD sensed supplied signals free of interference. The ICD's ability to provide therapy was tested. The antibradycardic output signal was normal and matched the programmed values. A fibrillation signal was fed in, and the devices reacted according to specification with a defibrillation shock. The specified energy level was reached. The charge time was unremarkable. The connection system of the defibrillator was examined mechanically. The screws of the shock and pace outputs were in order. Leads inserted in a test could be contacted with easy passage and were low-ohmic. The drill hole dimensions were all within is-1 and df-1 standards. The analysis of the ICD did not indicate a material defect or manufacturing error. The ICD proved to be on order and within specifications both in regard to the connection system and the electronics. The analysis did not find a manufacturing error or material defect on either the lead or the ICD.

Event description:
After an implantation time of about 28 months, an increase in the pacing threshold and inappropriate shock deliveries were reported. The lead and the ICD were explanted. No deterioration of the pt's state of health was reported.